Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia transabdominal preperitoneal (tapp) surgical procedure, force bipolar (fb) instrument wire was broken. The customer used the same instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cable came out of the instrument.